Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened and 1 opened race-packs. Analysis and results: there is a previous complaint of this code batch. Nevertheless, it is regarding another thread breakage during surgery and the results of the investigations were that the complaint was not justified. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. The open sample received has one needle detached from the thread end and the thread is still wound on the pack. Tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfil the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: malaysia. Sutures detached when use for aorta annulation.